Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient experienced cardiac arrest and was rescued by automatic external defibrillator (AED). Electrogram showed the right atrial (ra) lead with questionable undersensing. The patient was intubated. The lead remains in use. No further patient complications have been reported as a result of this event.